Event description:
Patient underwent robotic assisted hysterectomy. After placing trocars in patient, the robotic instruments were introduced. One of the green robotic seals began to leak as soon as the instrument was put in. Instrument was removed, seal reseated, instrument put back in, continued to have a significant leak of c02, which was audible. Seal was removed and replaced with a new one. Leak was resolved with new seal.

Event description:
Patient underwent robotic assisted hysterectomy. After placing trocars in patient, the robotic instruments were introduced. One of the green robotic seals began to leak as soon as the instrument was put in. Instrument was removed, seal reseated, instrument put back in, continued to have a significant leak of co2, which was audible. Seal was removed and replaced with a new one. Leak was resolved with new seal.